Manufacturer narrative:
The lead is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead dislodged, resulting in oversensing and delivery of inappropriate shocks. An invasive procedure was performed. The lead was part of a system explant. No new system was implanted as the physician didn't believe the patient needed a device. No additional adverse patient effects were reported.